Manufacturer narrative:
There is no complaint of the functionality of the device. Ipg sc-1110-02 (sn (B)(4)) passed the visual inspection tests. During testing it was found the ipg had analog ic damage. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. The use of electrocautery during the removal of the ipg resulted in the analog ic damage. Lead sc-8216-70 (sn (B)(4)) passed photographic imaging tests. Visual inspection revealed that the lead was cleanly cut approximately 12 cm from the paddle end of lead. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number: sc-1110-02, serial number: (B)(4), description: precision implantable generator.

Event description:
A report was received that the patient was explanted of the entire scs system due to stimulation causing more pain and pain at the ipg site.

Event description:
A report was received that the patient was explanted of the entire scs system due to stimulation causing more pain and pain at the ipg site.